Event description:
A (B)(6) male pt contacted zoll customer support to report that his charger/modem was indicating a problem while attempting to charge the batteries. The pt was issued a replacement battery charger/modem and two replacement battery packs.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger indicating problem while charging batteries) has been confirmed. Upon evaluation, the battery charger was found to have a defective internal component (u13). Component u13 is an 8-bit cmos flash microcontroller located on the charger pca board. The cause for the defective component cannot be positively determined but was likely a random component failure. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery not holding a charge) was confirmed. Upon investigation, the battery pack was unable to power up a test monitor. The root cause for the defective battery was defective cell discharge, as the battery was unable to be charged due to the defective battery charger/modem. No adverse event resulted from the defective charger/modem packs. The pt was issued a replacement battery charger/modem and two battery packs. Device manufacture date: battery pack sn (B)(4) manufactured 03/2010.